Event description:
Consumer complaint of low blood glucose results. Customer performed back to back blood tests - 128, 133 mg/dl. Results in memory are 67 mg/dl, 76 mg/dl, 76 mg/dl, 66 mg/dl, and 86 mg/dl. All results are fasting per the customer. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).